Manufacturer narrative:
H3: product analysis #283450051:equipment used: vis (m-78210), 203cm ruler (m-83361) document used: n/a as found condition (condition of returned device): two pipeline flex embolization devices and a phenom-27 catheter were returned for analysis within a shipping box; within a sealed pouch and within a resealable bag. The phenom-27 catheter was returned in two segments. Visual inspection/damage location details: the inner diameter (ID) of the phenom-27 microcatheter was found to be 0.027¿ per IFU (instructions for use). Per pipeline flex embolization device instructions for use (IFU): ¿the pipeline flex embolization device is designed to be delivered through a compatible micro catheter of 0.027¿ inside diameter. Therefore, the phenom-27 micro catheter was found to be compatible for use with the pipeline flex embolization devices. The pipeline flex tip coil (pli-20) was returned within the phenom catheter hub (pli-10). The pipeline flex tip coil was then removed from phenom hub for further evaluation. (Pli-10) no device malfunction was reported with the phenom-27 catheter. However, the pipeline tip coil was found within the hub. The tip coil was then removed from the hub. The phenom-27 catheter proximal segment total length was measured to be ~(B)(4). The phenom distal segment total length was measured to be ~(B)(4). Upon visual inspection, no damages were found with the phenom hub. The catheter body was found to be kinked at 7.9cm from separated end. No damages were found with the marker band or the distal tip. (Pli-20) no bends or kinks were found with the pipeline pushwire. The hypotube was found to be stretched and ptfe was found to be pulled back. The core wire was found to be broken proximal to dps sleeves. The dps sleeves appeared to be in good condition. The tip coil was found to be damaged. The pipeline braid was not returned. (Pli-30) no device malfunction was reported with the pipeline flex device. No bends or kinks were found with the pipeline pushwire. The hypotube and ptfe appeared to be in good condition. The proximal bumper, pad, and pad restraint were found to be intact. Due to the condition in which the braid was returned the proximal and distal ends were unable to be determined. Braid end 1 was found to be opened and frayed. Braid end 2 was found to be collapsed and frayed. No other anomalies were observed. Testing/analysis (including sem reports): the broken core wire was sent out for sem (scanning electron micrographic) elemental analysis. The elemental analysis shows broken end failed via torsional overload. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ (pli-20) was unable to be confirmed as the braid was not returned. Possible cause for ¿failure to open distal¿ is the result of re-sheathing the device more than two times. (Reyesr32 2022-12-19) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the pipeline was not placed in a vessel bend when it failed to open. After the operation, it still could not be opened.

Event description:
Medtronic received a report that during the operation, the tip end of the dense mesh stent was not opened properly. After various methods were tried, it was finally withdrawn together with the catheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The angiographic result post procedure was slowed down blood flow. The patient was undergoing surgery for treatment of a unruptured, fusiform aneurysm at c4 with a max diameter of 11.6 mm and a 11.7 mm neck diameter. The landing zone was 4.32 mm at the distal end and 5.1 mm at the proximal end. It was noted the patient's vessel tortuosity was normal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.